Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of approximately 400 mg/dl and diabetic ketoacidosis. Customer experienced high ketones identified as dangerous by hcp. Customer was treated with intravenous fluids, phosphorous, magnesium, potassium, and zofran. Customer was released from the hospital on (B)(6) 2020 with the issue resolved and with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Clinical support specialist reports that after speaking with the customer it was identified that the customer is receiving intermittent occlusion alarms despite not having site issues/inflammation/bent or kinked cannulas. Reportedly, customer pulls residual insulin from the cartridge and adds it to a new cartridge during cartridges changes. Clinical support specialist explained that this practice can lead to denatured and/or crystallized insulin and occlusion alarms. Customer reported being on a "pump vacation" and relying solely on manual injections.